Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metallosis and metal wear. Removed report source (other), added soft tissue injury due to metallosis and change metal poisoning to blood heavy metal increased.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 6, 2017: litigation record received. There is no allegation. Added complainant information and updated product information. This complaint was updated on oct 18, 2017.

Event description:
Pfs alleges injury and pain. After review of medical records for MDR reportability, the patient was revised to address squeak or clicking sounds of the prosthesis, weakness with associated grinding. Revision note reported clear fluid with gray stain of the tissues, show a well fixed stem, ceramic head had evidence of strike wear. Synovectomy was performed around the cup. Lab result shows elevated chromium cobalt levels but has a ceramic metal design.